Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees halos at night and cannot read without glasses because, her vision is blurry. The consumer reported that her distance and intermediate vision was good, but she cannot read at all without her glasses. The consumer stated that her surgeon told her that she had broken blood vessels sometimes caused by particles on the iol and that these particles would disintegrate eventually. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/05/2011, 01/11/2011, and 01/19/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).